Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), uterine perforation ('uterine perforation') and menorrhagia ('menorrhagia') in a 32-year-old female patient who had essure (batch no. A78090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube(left tube)". The patient's medical history included metrorrhagia, lower abdominal pain, gravida ii, parity 2, dysfunctional uterine bleeding, uterine bleeding, premenstrual syndrome, hyperthyroidism and menopausal symptoms. Concomitant products included ibuprofen for dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problem condition: depression"), anxiety ("psychological or psychiatric problem condition: anxiety, mental anguish"), migraine ("psychological or psychiatric problem condition: migraines"), headache ("psychological or psychiatric problem condition: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 9 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal infection, fatigue and abdominal pain had resolved and the uterine perforation, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure confirmation test: hsg result shows unilateral occlusion (left tube occluded) but doctor informed patient that bot fallopian tubes were blocked successfully. Received treatment pain, abnormal bleeding, psych injury, bladder/ urinary problem and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: on (B)(6) 2013 by hysterosalpingogram (hsg) and the result of essure confirmation test was unilateral occlusion (left tube occluded). Doctor informed patient that both fallopian tubes were blocked successfully.. Ultrasound thyroid - on an unknown date: mildly enlarged, heterogeneous thyroid gland without evidence of focal masses. Shortterm sonographic surveillance is offered. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), uterine perforation ('uterine perforation') and menorrhagia ('menorrhagia') in a 32-year-old female patient who had essure (batch no. A78090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia, lower abdominal pain, gravida ii, parity 2, dysfunctional uterine bleeding, uterine bleeding, premenstrual syndrome, hyperthyroidism and menopausal symptoms. Concomitant products included ibuprofen for dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problem condition: depression"), anxiety ("psychological or psychiatric problem condition: anxiety, mental anguish"), migraine ("psychological or psychiatic problem condition: migraines"), headache ("psychologial or psychiatric problem condition: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 9 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the uterine perforation, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: on (B)(6) 2013 by hysterosalpingogram (hsg) and the result of essure confirmation test was unilateral occlusion (left tube occluded) and the healthcare provider tell about the results that only left tube was closed essure device was successfully occluded.. Ultrasound thyroid - on an unknown date: mildly enlarged, heterogeneous thyroid gland without evidence of focal masses. Shortterm sonographic surveillance is offered. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), uterine perforation ('uterine perforation') and menorrhagia ('menorrhagia') in a 32-year-old female patient who had essure (batch no. A78090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube(left tube)". The patient's medical history included metrorrhagia, lower abdominal pain, gravida ii, parity 2, dysfunctional uterine bleeding, uterine bleeding, premenstrual syndrome, hyperthyroidism and menopausal symptoms. Concomitant products included ibuprofen for dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problem condition: depression"), anxiety ("psychological or psychiatric problem condition: anxiety, mental anguish"), migraine ("psychological or psychiatric problem condition: migraines"), headache ("psychological or psychiatric problem condition: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 9 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the uterine perforation, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure confirmation test: hsg result shows unilateral occlusion (left tube occluded) but doctor informed patient that bot fallopian tubes were blocked successfully. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: on (B)(6) 2013 by hysterosalpingogram (hsg) and the result of essure confirmation test was unilateral occlusion (left tube occluded). Doctor informed patient that both fallopian tubes were blocked successfully.. Ultrasound thyroid - on an unknown date: mildly enlarged, heterogeneous thyroid gland without evidence of focal masses. Shortterm sonographic surveillance is offered.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received. Reporters information updated. Event: abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), uterine perforation ('uterine perforation'), embedded device ('the right coil is seen in the myometrium'), endometritis ('endomyometritis') and menorrhagia ('menorrhagia') in a 32-year-old female patient who had essure (batch no. A78090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube(left tube)". The patient's medical history included metrorrhagia, lower abdominal pain, gravida ii, parity 2, dysfunctional uterine bleeding, uterine bleeding, premenstrual syndrome, hyperthyroidism, menopausal symptoms, cervicitis, endometriosis, vaginal odor, nausea, vomiting, palpitations, menstruation abnormal, anxiety, ovarian cyst and endometrial polyp. Concomitant products included ibuprofen for dysmenorrhea as well as amoxicillin, metronidazole and miconazole nitrate (monistat). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problem condition: depression"), anxiety ("psychological or psychiatric problem condition: anxiety, mental anguish"), migraine ("psychological or psychiatric problem condition: migraines"), headache ("psychological or psychiatric problem condition: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 9 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with tramadol and surgery (ablation, bilateral salpingectomy, essure removal and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal infection, fatigue and abdominal pain had resolved and the uterine perforation, embedded device, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, endometritis, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure confirmation test: hsg result shows unilateral occlusion (left tube occluded) but doctor informed patient that both fallopian tubes were blocked successfully. Received treatment pain, abnormal bleeding, psych injury, bladder/ urinary problem and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: on (B)(6) 2013 by hysterosalpingogram (hsg) and the result of essure confirmation test was unilateral occlusion (left tube occluded) . Left tube blocked, no spill right tube patent. Left coil and right coil: properly placed. Doctor informed patient that both fallopian tubes were blocked successfully.. Ultrasound pelvis - on (B)(6) 2015: the endometrium measures approximately 4mm in thickness measured transvaginal . There are bilateral essure devices in place. The left coil is trailing into the endometrial cavity but still felt be within normal limits. The right coil is seen in the myometrium at the cornuaextending into the right tube. There are no uterine masses seen. Right ovary. Noneimpression:1. Essure coils in place. The left coil appears to be trailing more into the endometrial cavity but probably still normal. This can be followed up with the 3-d transvaginal ultrasound or with hysterosalpingography at 3months to confirm successful procedure. Ultrasound thyroid - on an unknown date: mildly enlarged, heterogeneous thyroid gland without evidence of focal masses. Shortterm sonographic surveillance is offered.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, concomitant drugs, events: embedded device and endomyometritis added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), uterine perforation ('uterine perforation') and menorrhagia ('menorrhagia') in a 32-year-old female patient who had essure (batch no. A78090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube(left tube)". The patient's medical history included metrorrhagia, lower abdominal pain, gravida ii, parity 2, dysfunctional uterine bleeding, uterine bleeding, premenstrual syndrome, hyperthyroidism and menopausal symptoms. Concomitant products included ibuprofen for dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problem condition: depression"), anxiety ("psychological or psychiatric problem condition: anxiety, mental anguish"), migraine ("psychological or psychiatic problem condition: migraines"), headache ("psychologial or psychiatric problem condition: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 9 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal infection, fatigue and abdominal pain had resolved and the uterine perforation, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure confirmation test: hsg result shows unilateral occlusion (left tube occluded) but doctor informed patient that bot fallopian tubes were blocked successfully. Received treatment pain, abnormal bleeding, psych injury, bladder/ urinary problem and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013 by hysterosalpingogram (hsg) and the result of essure confirmation test was unilateral occlusion. (Left tube occluded) . Doctor informed patient that both fallopian tubes were blocked successfully.. Ultrasound thyroid - on an unknown date: mildly enlarged, heterogeneous thyroid gland without evidence of focal masses. Shortterm sonographic surveillance is offered. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of abdominal pain, pelvic pain, vaginal hemorrhage, menorrhagia and vaginal infection were updated to recovered. Rcc was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), uterine perforation ('uterine perforation') and menorrhagia ('menorrhagia') in a (B)(6) year old female patient who had essure (batch no. A78090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia, lower abdominal pain, gravida ii, parity 2, dysfunctional uterine bleeding, uterine bleeding, premenstrual syndrome, hyperthyroidism and menopausal symptoms. Concomitant products included ibuprofen for dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problem condition: depression"), anxiety ("psychological or psychiatric problem condition: anxiety, mental anguish"), migraine ("psychological or psychiatic problem condition: migraines"), headache ("psychologial or psychiatric problem condition: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 9 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the uterine perforation, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: on (B)(6) 2013 by hysterosalpingogram (hsg) and the result of essure confirmation test was unilateral occlusion (left tube occluded) and the healthcare provider tell about the results that only left tube was closed essure device was successfully occluded. Ultrasound thyroid - on an unknown date: mildly enlarged, heterogeneous thyroid gland without evidence of focal masses. Shortterm sonographic surveillance is offered.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Medically confirmed case. Lot number added. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drug were added. Updated suspect drug indication. Events uterine perforation, menorrhagia, vaginal bleeding, infection (bladder/ urinary tract/vaginal) type: vaginal, depression, anxiety, mental anguish, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge and fatigue added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.